Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the hand piece was very noisy and was not cutting properly and then stopped. The surgeon completed the procedure by removing the specimen through the incision that he removed the hand piece from. There were no adverse consequences.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.